Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect. There was stimulation in the wrong location. There was no known related incident or accident reported. The pt was also shocked while going through a security gate, but was "fine." Additional info has been requested, but not available as of the date of this report. A f/u report will be filed if additional info becomes available.